Event description:
It was reported that the doctor tried numerous times to put poly into tibial tray and was unsuccessful. Could get poly seated, but not locked in. Eventually, he had to do a complete tibial revision.

Manufacturer narrative:
When the investigation is completed, it will be submitted in a follow-up report.